Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. Pump received with cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button would not work when attempting to bolus. The customer also reported the buttons would be unresponsive on the insulin pump. Customer's blood glucose was 128 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.